Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements from 600 ohms to 1,700 ohms 10 months later. High output pacing was delivered in-clinic to see if lower measurements would be observed indicating potential exit block, however, measurements remained unchanged at 1,700 ohms. Additional information was later received that the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar configuration. The physician wanted to revise the lead and discussed a lead revision with the patient; however, the patient was hesitant to undergo a lead revision. The physician will continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.